Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that the doctor was tightening a suture on a rotator cuff tear and the eyelets on the anchor broke. The doctor commented that this was the 5th time that he had one of these break. It was further reported that the doctor removed the anchor, the eyelet portion of the anchor, and used a metal cork screw anchor.